Event description:
It was reported that a patient presented in clinic after receiving an alert for extended charge time. Battery voltage drop was observed. The device was explanted.

Manufacturer narrative:
No medwatch form was received.